Event description:
Additional information was received from a healthcare professional (hcp). It was reported that no diagnostics were performed related to the patient¿s infection at the lumbar site which resulted in a partial explain of the catheter on (B)(6) 2015. The cause was not determined but was most likely due to skin breakdown.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a healthcare professional regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain and other non-malignant pain. On (B)(6) 2016 it was reported that the patient had an infection at the lumbar site and on (B)(6) 2015 the doctor did a partial explant of the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.